Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the air in line sensor was damaged. There was no patient involvement.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected one device was returned for repair with complaint that the air in line sensor was damaged. No relevant events located in event log. No applicable service history found. Visual/functional testing was performed. Complaint of "air in line" was confirmed. Found damaged air detector, replaced air detector. Upon further inspection, found downstream occlusion (dso) seal delaminating, replaced dso seal. Found upstream occlusion (uso) seal separating, replaced uso seal. Device passed all testing criteria post repair.